Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation of the returned device is complete. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was then spiked into an in-house solution bag, reprimed, and observed for issues; a leak was observed from the top y-site, between the gland and the gland housing. The reported condition was verified. The cause was determined to be due to a misalignment of the y-site during the assembly process by a machine. To address this issue, a process to identify and separate misaligned glands during assembly was implemented. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The occurrence date was not reported. The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
A customer reported a leaking clear-link access set. According to the report, the reporter stated that the leak occurred at the bottom of the drip chamber or at the check valve. The cause of the leak was unknown. This observation was made during priming with saline. There was no patient involvement. No additional information is available.